Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced the bed alarming locally, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 10 to 9.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced clinician not alerted/aware of possible patient fall condition. There was 1 event with patient involvement; no adverse consequences were reported.